Event description:
It was reported that when loading an powered echelon flex 60 stapler when I was unable to fit a blue cartridge inside. When the surgeon also tried a piece of plastic unknown to us snapped off. After that the cartridge slid in perfectly. It seemed to be function normally again until it came to firing and the battery went. We had only used it five times in a short space of time. The did happen during a procedure? Another device had to be opened and used. No delays in the procedure.

Manufacturer narrative:
(B)(4). Batch # v94x05. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received with the one-piece sled detached and unfired making it nonfunctional. In addition, the one piece sled was returned inside of a plastic bag. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one piece sled is present. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.